Event description:
Error description: while performing the final position verification after a routine source exchange on the varisource 200 afterloading device the field service representative received an error message "1a active wire path constriction at 83.5 cm" followed by an error message "87 cannot retract active wire". The emergency motor attempted to retract the active wire for a couple of minutes then stopped. The handle was no longer turning and the radiation detector stopped alarming, but the prime alert (independent radiation room monitoring device) was still indicating radiation in the room. This was an indication that the active source wire was not in its parking position. A manual recovery was necessary. Within this event no patient was involved.

Manufacturer narrative:
This report is based on information received from a third party or developed by varian medical systems. While the reported event is being investigated, some of the facts are as yet unverified. By submitting this report, the company is not admitting that the product identified has malfunctions, is defective, or has caused or contributed to a serious injury or death. Information provided in this report is based on the assumption that the information currently available is true and accurate.